Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during the procedure, the insulation started peeling. The electrode was used on coag (spray 50w). Nothing separated, nothing fell into the patient. A new device was used to continue the procedure without any harm to the patient.

Manufacturer narrative:
The incident e14554 was received for evaluation. Visual inspection found the electrode tip was charred as though exposed to excessive heat. Both the blue heat shrink and ptfe insulator were damaged. The ptfe insulator had disengaged from the electrode. The customer reported the electrode was used on coag at 50w. The reported generator settings exceed the maximum power limits established in the instructions for use. According to the IFU, the maximum power limits for the e1455 series electrodes are 35 watts in the coag mode and 50 watts in the pure cut or blend modes. The electrode also had excessive eschar build up on the electrode tip and under the ptfe insulator. Excessive eschar on the electrode can pose a fire hazard or cause excessive heating. The investigation identified the root cause of the reported event to be attributed to the user overheating the device during use. The IFU cautions do not exceed maximum power limits as stated in instructions for use. Exceeding these power settings may result in patient injury or product damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during the procedure, the insulation started peeling. The electrode was used on coag (spray 50w). Both electrodes were used in the same procedure. Nothing separated, nothing fell into the patient. A new device was used to continue the procedure without any harm to the patient.